Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the module area and on the external of the cassette. The cause of the leak is unknown. It was advised to discontinue the use of their cycler. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. Despite the prophylactic antibiotics, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information provided in d9, g1, and h3. Plant investigation: complaint product sample was received from the customer with original package identified with code number and lot number. The complaint product sample was visually inspected and no damages were observed in film or hard plastic of cassette; the cycler set is acceptable. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the sample, the reported event was not confirmed. During the device history review (DHR), the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the module area and on the external of the cassette. The cause of the leak is unknown. It was advised to discontinue the use of their cycler. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. Despite the prophylactic antibiotics, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the module area and on the external of the cassette. The cause of the leak is unknown. It was advised to discontinue the use of their cycler. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. Despite the prophylactic antibiotics, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was available for return for physical evaluation by the manufacturer.